Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be prevented by following the instructions for use which state: chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦nspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using a clean lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from momentary disappearing or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7.confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the device having no image due to damage on the charged coupled device (ccd) unit, additional findings were as follows: bending section cover had a scratch; adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; control unit had a scratch; grip had a scratch; up/down plate had a scratch; right/left plate had a scratch; forceps elevator (fe) lever had a scratch; switch 1 had a scratch; light guide (lg) connector had a scratch; lg cover glass had a scratch; video connector case had a scratch; and video connector had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a compromised image. The event occurred during preparation for use in a therapeutic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event. The device was evaluated, and it was found that there was no image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.